Event description:
Info received indicates there is no hi/low function from the left siderail due to fluid ingress.

Manufacturer narrative:
The technician used a siderail board, cable and gasket kit to repair the bed.